Event description:
It was reported that the patient had been experiencing increased shaking for approximately a month, and it was suspected that the stimulator might not be functioning properly. The caller noted that the patient has not had any falls, traumatic accidents, medical tests, or procedures, except for a cat scan about a month ago, for which a replacement programmer was ordered to turn therapy off and on. The agent guided the caller through the process of syncing with the implant, and the caller confirmed that stimulation was on in group a with amplitude settings of 2.55 on the right and 4.20 on the left. The option to make program or amplitude adjustments was reviewed, and the caller was advised to follow up with the patient¿s healthcare provider. The caller mentioned that the patient has a new healthcare provider they have not yet seen, noting that it takes a long time to get an appointment. The agent offered physician listings and emailed a programmer handbook manual. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.